Event description:
Information was received indicating that during use of a smiths medical cadd cassette reservoir, the pump exhibited an alarm message for no reservoir, prior to the scheduled end of the solution infusion. No adverse effects were reported.